Manufacturer narrative:
Currently, it is unknown, whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return fo the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported by davol by the patient's attorney: (B)(6) 2009 - the patient was implanted with multiple mesh including a bard flat mesh during a colposacropexy by laparotomy, tension free vaginal tape urethropexy, anterior and posterior colporrhaphy with surgisis augment posterior repair. The attorney's report alleges post operative complications including disability, pain, additional surgery.